Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a crematory with information noting the patient is deceased. Further review of the manufacturer's database indicated the patient died approximately seven months after device replacement. The cause of death has been requested and not received.

Manufacturer narrative:
Product event summary: (B)(4). The device was returned, analyzed and no anomalies were found.

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a crematory with information noting the patient is deceased. Further review of the manufacturer's database indicated the patient died approximately seven months after device replacement. The cause of death has been requested and not received.

Manufacturer narrative:
Corrected information.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempts to obtain additional information have been unsuccessful. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant medical products continued: 5568 implantable pacing lead: (B)(6) 2006.